Manufacturer narrative:
(B)(4). Event evaluation: a review of device history record, documentation, and quality control was conducted during the investigation. The device has not been returned to assist in the investigation. There is no evidence to suggest that the product was not manufactured to the correct specifications. The information provided about the event was that the check flo valve detached during advancement of the sheath and that another size and length cook device was used to complete the procedure. The device history record and other internal documentation was reviewed. Design control activities have been conducted. Based on the limited information provided, and without visual, dimensional, and/or functional testing of the product, we are unable to determine what led to this reported failure mode. The appropriate internal personnel will be notified and we will continue to monitor for similar complaints.

Event description:
During a percutaneous access procedure, the check-flo valve detached during advancement of the sheath. A device of another size and length was used to complete the procedure. A section of the device did not remain inside the patient&#38112;body. The patient did not require any additional procedures nor experience any adverse effects due to this occurrence.

Event description:
During a percutaneous access procedure, the check-flo valve detached during advancement of the sheath. A device of another size and length was used to complete the procedure. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures nor experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). The event is currently under investigation.